Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the screw broke during the implantation. The broken off part was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the screw broke approximately after the second screw from the proximal end. The cause of this event is undetermined. The most probable causes for this include improper bone prep, misaligned insertion, prying leveraging the device during insertion, and/or shallow driver engagement depth.